Event description:
It was reported that the patient had ¿a lot¿ of back pain and wanted a thoracic MRI. It was noted that the stimulation condition ¿did not work.¿ it was stated that it was ¿non-functioning, not working.¿ additional information was requested but not received at the time of the report. A supplemental will be sent if any additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0433b, implanted: (B)(6) 2012, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).